Event description:
Type of procedure: inguinal hernia repair. Description of event: complaint 1 of 3: #2022-000185 - cb030 lot #1433357 (1 ea). Complaint 2 of 3: #2022-000187 - cb030 lot #1433357 (1 ea). Complaint 3 of 3: #2022-000188 - cb030 lot #1434123 (1 ea). 3 ea units of cb030 blades were not cutting at the distal tips during first initial use. The tissue being cut was tissue of the peritoneal wall. The case was completed with the fourth pair of scissors using the cautery function. No patient injury. Products are available for return. Type of intervention: the case was completed with the fourth pair of scissors using the cautery function. Patient status: no patient injury.

Manufacturer narrative:
The event unit is anticipated to return for evaluation. A follow-up will be provided upon completion of the investigation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed that the returned unit was unable to cut consistently across the entire length of the blade. Engineering observed a small gap between the tips of the blades. Based on the condition of the event unit and description of the event, the scissors were unable to cut due to the gap that were observed between the tips of the blades on the returned unit. However, the exact root cause of the gap could not be determined based on the evaluation of the returned unit. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this process, applied medical is currently researching possible enhancements intended to further minimize the potential for this type of event to occur.

Event description:
Type of procedure: inguinal hernia repair description of event: complaint 1 of 3: #(B)(4) lot #1433357 (1 ea.) - MFR 2027111-2022-00392; complaint 2 of 3: #(B)(4) lot #1434123 (1 ea.) - MFR 2027111-2022-00394; complaint 3 of 3: #(B)(4) lot #1434123 (1 ea.) - MFR 2027111-2022-00395. 3 ea. Units of cb030 blades were not cutting at the distal tips during first initial use. The tissue being cut was tissue of the peritoneal wall. The case was completed with the fourth pair of scissors using the cautery function. No patient injury. Products are available for return. Type of intervention: the case was completed with the fourth pair of scissors using the cautery function. Patient status: no patient injury.